Manufacturer narrative:
The user reported receiving low glucose on 24-oct-2024. The user mentioned that the sg was 62 mg/dl.a review of the data management system (dms) data revealed that on 24-oct-2024 at 03:16 pm sg was 62 mg/dl and no bg was entered. A review of the alert history indicated that the user did receive a low glucose alert at 03:16 pm, when the sg was at 62mg/dl. The user did not seek medical treatment and believed that they were not having a low glucose event. The user's hcp was not aware of the event. The user was advised to follow up with their hcp for any necessary medical guidance.in an associated case for the user's complaint about sensor inaccuracy (complaintrec-51489), review of the data revealed that the user was entering estimated values provided by the app as calibrations rather than true bg values. The user was advised that they should never enter anything other than a true bg meter value, from a finger stick, when calibrating. The user understood the advice and started entering true fingerstick values while calibrating the system. An additional review of the system after the event revealed that sg values were in good agreement with bg values entered. The user did not take any action as the user did not have any hypoglycemic symptoms. B4. Date of this report 22 december 2024. G3. Date received by the manufacturer? 20 december 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 19.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user reported a low glucose event on (B)(6) 2024 at 03:16 pm where sg was 62mg/dl.after dms review, we confirmed the following information at the time of the event and we confirmed that the user received a low glucose alert at 3:16 pm est, when the sg was at 62mg/dl.user didn't seek for medical treatment as he stated he was not having a low.user's hcp is aware of the event, no medication was prescribed.